Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to a faulty pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" and "defib problem" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to pace/defib engine board. The pd engine board was sent to zoll medical corporation for further evaluation; the customer's report was observed and attributed to a faulty integrated circuit on pd engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.